Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a healthcare provider (hcp) regarding a patient receiving hydromorphone 30mg/ml at 9.585mg/day via an implanted pump. Indication for use was noted as non-malignant pain and lumbar radiculopathy. An alarm was heard and confirmed by telemetry. Telemetry confirmed that the alarm was occurring due to elective replacement indicator (eri). Eri was not expected. On (B)(6) 2016, eri was 17 months. Eri had occurred on (B)(6) 2016. There were no symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.